Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that pt was going to have an explant surgery. The cause of explant was unk. Follow with the surgeon's nurse revealed that the pt was referred to them for battery replacement due to battery being low. It was then indicated that the diagnostics results gave high lead impedance with eri=yes. Pt was therefore referred to the surgeon for battery replacement and if they still get high lead impedance then they would replace the lead also. No pt manipulation or trauma was reported. Last good diagnostics were obtained couple of weeks prior to when high lead impedance was obtained. No x-rays were taken. Further info received indicated that pt underwent a full revision. Good faith attempts to obtain explanted products for product analysis was unsuccessful.